Manufacturer narrative:
Multiple sets of electrode pads were returned for evaluation. All of the electrodes were tested with a simulator and were capable of capturing during pacing, obtaining pacer readings and discharging at all joule levels. A visual inspection of all lots did not yield any discrepancies and all lots were found to have been assembled correctly. There was no evidence found that suggest the electrode contributed to the lack of capture/ECG signal during pacing. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated device was unable to capture pacing using these electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.